Manufacturer narrative:
A ge service rep performed an onsite investigation. The printed circuit boards on the workstation were reconnected and the sync rate was reconfigured. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that upon boot up of the system, both of the monitors were flashing. No pt injury was reported.